Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1st procedure response: what was the date of the initial procedure? About a month ago - (B)(4) may have a more accurate date what is the product code of the stratafix symmetric suture that was used? (B)(4) where did the suture start (top to bottom or bottom to top)? Subcostal - closed 2 layer, posterior facial layer and superior facial layer using 4 stratafix symmetric sutures total, 2 per layer medial to lateral subcostal beginning from apex of each side of incision to center and overlapping at least 3cm in the middle when suturing with stratafix symmetric, how far was the bite from the edge of the tissue? 1cm from edge and 1cm apart were any solutions used during closure (ie antimicrobial)? No what is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? Typically the suture rips through the tissue causing dehiscence, however in this case, the suture broke what was the date of the second procedure? Approx 5 days after the initial procedure - dr. (B)(4) may have a more accurate date can you describe the appearance of the suture during the second procedure? Tbd what degree of tissue healing was noted during the second procedure? Tbd was the suture found intact and tissue pulled away from suture? Suture broke was the suture found broken, can you identify where (termination, middle, end)? The suture was broken, dr. (B)(4) may have more information on where what is patient age, gender, weight, bmi, past medical history? Tbd what is the current condition of the patient? So far so good 2nd procedure: how many stratafix symmetric sutures were found broken during second procedure? I think there was at least two stratafix sutures used, but I saw there was two breaks in the suture. I first noted in the or that there was almost no sutures seen since the patient's dehiscence was impressive. As soon as I opened the stapled skin, there was omental fat from the top of the incision down to the bottom. Can you describe the appearance of the suture during the second procedure? See above what degree of tissue healing was noted during the second procedure? There was no healing, as the entire fascia was separated. Can you identify where on the strand the suture was broken, (termination, middle, end)? It looked like it was broken in multiple places, couldn't tell what is patient age, gender, weight, bmi, past medical history? 67 yo m, morbidly obese, bmi (B)(4), pmh - had ex lap for bleeding duodenal ulcer 1 week before the dehiscence,

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent what was the date of the initial procedure? What is the product code of the stratafix symmetric suture that was used? Where did the suture start (top to bottom or bottom to top)? When suturing with stratafix symmetric, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? What degree of tissue healing was noted during the second procedure? Was the suture found intact and tissue pulled away from suture? Was the suture found broken, can you identify where (termination, middle, end)? What is patient age, gender, weight, bmi, past medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent exploratory laparotomy procedure for bleeding duodenal ulcer on unknown date and barbed suture was used. Barbed suture was used on the fascia and skin closed with staples. One week post procedure, the patient coughed and heard three popping noises and experienced fluid leaking from the incision. The patient returned to the facility and a second procedure was performed on unknown date and the barbed suture was found broken in two places. A different suture was used for internal retention and the incision was closed with staples. Additional information has been requested. .